Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that stopper pop out occurred during use with a bd vacutainer® serum blood collection tube. The following information was provided by the initial reporter, "the cap of vacutaine clot 4ml is popping out without applying any force." 7000 occurrences were reported.

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for decapping with the incident lot was observed. Evaluation of the customer samples was performed and decapping was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that stopper pop out occurred during use with a bd vacutainer® serum blood collection tube. The following information was provided by the initial reporter, "the cap of vacutaine clot 4ml is popping out without applying any force." 7000 occurrences were reported.